Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received stating this system was still exhibiting out of range shocking impedance measurements. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. The health care professional (hcp) elected to continue monitoring. This product remains in service. No adverse patient effects were reported.